Event description:
The center director reported that a patient was noted to have dryness in the right eye. The patient reported using prescribed medication to treat dry eyes every forty-five minutes. The patient's issues have been resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).